Manufacturer narrative:
Device evaluation: device and marker band were both returned for evaluation. Marker band was intact; no epoxy damage was seen to the tip of the catheter. Device tip was intact.

Event description:
Isr (in stent restenosis) being performed in the lad (left anterior descending) artery. At the end of the first pass of the 1.4 elca catheter, the distal marker fell off of the catheter. Catheter was removed; marker still in artery. The marker band was successfully retrieved from the patient with no patient injury. Case was completed with another device, and patient was discharged per operative plan.